Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number previously. Investigation summary: as part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Potential factors that could have led or contributed to the reported issue have been evaluated. Based on the information available and as no sample was returned for evaluation, the investigation is closed with inconclusive result. A definite root cause could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit."

Event description:
It was reported that the handle of the vascular and biliary stent delivery system was allegedly broken after resistance was felt during deployment in the distal sfa via a contralateral common femoral approach. As reported the stent could not be deployed. There was no reported difficulty in retracting the delivery system from the patient. Reportedly, the device was exchanged for another device and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the handle of the vascular and biliary stent delivery system was allegedly broken after resistance was felt during deployment in the distal sfa via a contralateral common femoral approach. There was no reported difficulty in retracting the delivery system from the patient. Reportedly, the device was exchanged for another and the procedure was completed. There was no reported patient injury.